Manufacturer narrative:
This is a software product. It was not designed to handle this specific frequency with ivpb. Users are informed of this limitation during initial product training. Lifecare technologies is investigating modifications to the performance pharmacy system that would prevent the user from entering frequencies that are not divisible or a multiple of 24 hours. See scanned pages.

Event description:
A medication was administered to the patient more frequently than ordered. The patient was prescribed vancomycin 750 mg every 36 hours. The ivpb function was used to enter the order into the patient's medication profile. The performance pharmacy system will produce one ivpb label every 24 hours. It appears that subsequent to the label being prepared, a dose was prepared each day for several days causing dosage greater than prescribed. A 24 hour mar is printed each day by the pharmacy. The ivpb label and mar would have the correct instructions for administration of the medication for nursing services, but the nursing staff apparently did not review previous mars each day when administering the medication which would have indicated when the last dose was given allowing them to administer the dose as prescribed.